Event description:
It was reported that the tubing of a large volume folfusor device separated from the flow restrictor after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured january 24, 2015 ¿ january 26, 2015. The device was received for evaluation. Visual inspection was performed and found that the tubing was completely separated from the flow restrictor. The tubing was connected to the flow restrictor but separated when filled with water. The reported condition was verified, but the cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.